Event description:
Information was received from multiple sources (healthcare provider, distributor) regarding a patient having unknown spinal therapy. It was reported that the doctor was implanting the cage with the correct guide, after placing the cage and removing the guide, the doctor decided to adjust the cage, however, without the guide, it was difficult and after removing the guide, there was no way to get it back. Therefore, the doctor tried to impact the cage with an improvised instrument, causing the cage to break and having to replace it. There was no patient symptom reported. There were no further complications reported regarding the event.

Manufacturer narrative:
H3: product analysis of part#: g6626525, lot#: h5865157 - visual and optical inspection revealed the implant was returned damaged. The implant has cracked on both sides next to where the release/lock mechanism is. The implant is fragile and can overloaded. It appears the implants structural integrity was overloaded during the implantation procedure. This regulatory report is being submitted due to retrospective review through CAPA: 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.